Manufacturer narrative:
Article citation: ¿22 cases of bia-alcl: awareness and outcome tracking from the italian ministry of health.¿ campanale antonella, md; boldrini rosaria; marletta marcella, md. Plastic and reconstructive surgery, advance online, 2017.

Event description:
Article ¿22 cases of bia-alcl: awareness and outcome tracking from the italian ministry of health¿ confirmed alcl markers cd30+ and alk-. Treatment reported as implant removal and total capsulectomy. As pathological markers have been confirmed, this is a confirmed case of alcl,

Manufacturer narrative:
It was not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up is being performed for device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reported events are addressed in device labeling: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Physician reports breast implant associated alcl on the right side. Device was explanted. As pathological markers have not been received to confirm alcl diagnosis, this event will be captured as lymphoma.